Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 19. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling and inflammation. No further patient complications were reported.